Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. Troubleshooting did not occur with tandem's technical support as the customer did not want to troubleshoot.